Event description:
The customer stated that they received ise noise errors when testing one patient sample for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. The customer also stated that they received erroneous na, k, and cl results for a second patient sample. The erroneous k and cl values from this sample were reported outside of the laboratory. The sample was repeated on the same analyzer and a second analyzer. The results from the second analyzer were believed to be correct. The sample initially resulted with an na value of > 171 mmol/l accompanied by a data flag. The sample was repeated on the same analyzer, resulting with an na value of 143 mmol/l and when repeated on a second analyzer, the na value was 137 mmol/l. The sample initially resulted with a k value of 5.8 mmol/l, which repeated as 4.7 mmol/l when tested on a second analyzer. The sample initially resulted with a cl value of 83.2 mmol/l, which repeated as 99 mmol/l when tested on a second analyzer. The patient was not adversely affected. The na electrode lot number was m2388. The na electrode expiration date was asked for, but not provided. The k electrode lot number was u7438, with an expiration date of 22-oct-2019. The cl electrode lot number was d9182, with an expiration date of 25-sep-2019. The field service engineer determined there was a tubing failure. He replaced the tubing and a valve. He ran ise checks. Calibration and controls passed, with values within the customer's guidelines. The provided calibration and control data for the k and cl tests were acceptable. The investigation determined that the issue was resolved by the service actions.